Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system was unable to boot up¿ review of the log of showed ¿malfunction in flexvision pc¿ the philips engineer replaced flexvision pc and hard disk. The system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. Philips has started an investigation of this complaint.